Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that he has had patients with a spike in their intraocular pressure (iop) on one day post operative visit. The patients have had clear cornea's. A paracentesis had to be performed on these patients to relieve the high pressure. Additional information has been requested.

Manufacturer narrative:
The clinical analyst had reviewed this file and stated the following: ¿the surgeon reported iop spikes at 1 day post op. The surgeon reported no pattern of intraocular pressure (iop) spikes. He started noticing iop spikes in almost all of his patients at day one post op. This did not occur before. He had to perform paracentesis on patients with iop spikes. The surgeon is unsure as to whether this is due to product or the facility. Additional, related information was requested but was not obtained. This has been occurring for approximately two months. Transient intraoperative pressure (iop) fluctuation is recognized as a common occurrence during vitreoretinal eye surgery. Most vitreoretinal surgeons have been trained during their fellowship to recognize and mitigate intraoperative hypotony by adjustment of the infusion pressure and vacuum level via the console footswitch. Intraoperative, transient high intraocular pressure is not an injury. It is a potentially hazardous condition, dependent on the extent of the high iop, which must be properly managed by the surgeon. This is a temporary condition dependent on the management of infusion and vacuum levels used during surgery. During surgery, the actual measurement of the iop is rarely performed. Vitreoretinal surgeons, however, are trained to assess the iop by the visual observation of the cornea, perfusion of retinal vessels, and tactile feel of the firmness of the globe. As stated in the operators manual: the closed loop system that adjusts iop cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, and presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, remove the infusion line. Sales should be contacted to provide parameter review at the facility for all surgeons.¿ as no sample was returned and no manufacturing related issues were identified, a conclusive root cause could not be determined. A potential root cause of the adverse event related complaint include a solution quality issue, but this is unlikely; chemistry and microbiology data must met requirements prior to release of product. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).